Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The main circuit board will be replaced to address the issue. The device will be serviced and fully tested before it is returned to the customer. Resmed reference#: (B)(4).